Event description:
It was reported that a patient presented for follow-up with a dislodged right atrial lead. This was discovered via x-ray. During the revision process physician noted foreign material in the helix. Physician explanted and replaced the lead. The procedure was successfully completed and patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Analysis was normal. No anomalies were found.